Manufacturer narrative:
H.6. Investigation: one mz1000 sample was received without packaging for investigation. No connecting products were returned to assist the investigation. A visual inspection of the returned maxzero product identified a crack on the female luer adaptor (fla) of the component. Functional testing confirmed the customer's experience as leakage was observed from the crack. The details of this feedback were forwarded to the manufacturing site for investigation. They performed an in-depth investigation in order to determine a potential root cause for cracks of this nature; during the investigation no obvious manufacturing defects or potential manufacturing contributors were identified which may have resulted in the observed damage. The lot number was not available and therefore it is not possible to perform a review of the production documentation for this particular product. A definitive root cause could not be determined. H3 other text : see h.10.

Event description:
It was reported when using the maxzero needleless connector there was a leak. The following information was provided by the initial reporter. The customer stated: "on (B)(6) 2021, leakage was observed not from the rubber part but from the plastic part."

Manufacturer narrative:
Medical device expiration date: unknown. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. Device manufacture date: unknown.

Event description:
It was reported when using the maxzero needleless connector there was a leak. The following information was provided by the initial reporter. The customer stated: "on (B)(6) 2021, leakage was observed not from the rubber part but from the plastic part."